Manufacturer narrative:
Retainer ring = black. On 12/09/2021 the customer reported under delivery and insulin flow blocked alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side, missing serial number label, cracked middle (enter) keypad button. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. No under or over delivery anomalies were noted during testing either. Attempt to upload the unit¿s history and trace files using thus was successful. Attempt to upload the patient¿s data using carelink was also successful. The adapt tool confirms that the following related alarms/alerts occurred around the event date: 7=no delivery alarms occurred @ 12/06/2020 18:08:00, 12/06/2020 19:58:00, 12/06/2020 19:58:00, 12/07/2020 00:27:00 to name a few. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, back of the lcd screen. In summary, the customer¿s report of under delivery and insulin flow blocked alarms both were not confirmed during testing; however, due to the signs of previous moisture presence, the unit is considered a failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the user experienced a high blood glucose of 26 mmol/l. The user alleged the insulin pump was under delivering insulin due to increasing blood glucose levels. The user also reported insulin flow block alarm. Insulin pump passed displacement test. Troubleshoot for under delivery was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.